Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the original report was filed. The console was returned for investigation. Upon console return, the entire purge assembly was checked for any signs of abnormality but there were no obvious malfunctions. A pump and purge were then run with no problem and the purge failures from the field were not replicated. A pump and purge were then run with a kinked purge line and the failures seen in the field were reproduced. Data logs were reviewed which found that the console was having multiple intermittent low purge pressure and air in purge alarms as the case wizard bag change procedure was conducted. Eventually, these alarms resolved and the console was able to operate without failure for ten more hours. The failures seen in the field were most likely caused by a kinked purge line.

Manufacturer narrative:
Correction d4: a correction was made to the lot number and serial number.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (age, gender and race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the team exchanged the purge fluid bag and the automated impella controller (aic) repeatedly displayed an air in the system alarm. The team utilized the de-airing procedure without success. The team then set up the back up aic and it malfunctioned with an error of the purge system. The team switched back to the initial aic and the issue was resolved. The patient remained stable throughout this event. The initial aic was used successfully.